Manufacturer narrative:
No patient information available. Date of event is unknown date in 2022. Concomitant medical device: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022 that three (3) screwdrivers were determined to be stripped intraoperatively on an unknown date in 2022. Scheduled surgery was completed as planned. There was no known patient harm. This is report 1 of 3 for (B)(4). This report is for a t4 screwdriver.